Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of doxorubicin, at a rate of 10ml/hr, for a duration of 24 hours, via a gemstar pump. The secure lock male adapter of a primary tubing set was connected to the female adapter of the extension tubing set. After an unspecified length of time, it was reported that an unspecified volume of solution leaked from an unspecified location of the filter on the extension tubing set. Multiple unsuccessful attempts were made for additional information including if the tubing set was replaced and the therapy was resumed, if there were any reported adverse patient effects, delays in therapy critical to this patient, if medical interventions were required, and if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.